Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis event was unknown. The patient was treated intraperitoneally (ip) with fortum (1 gram, frequency not reported) and reflin (1 gram, frequency not reported, ip) for the event. The outcome of the peritonitis event was unknown at the time of this report. The action taken with pd therapy was not reported. No additional information is available.